Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. During interrogation, it was noted that the patient was symptomatic due to loss of capture exhibited by the right ventricular lead. No intervention was performed. The patient was in stable condition after interrogation.

Event description:
New information noted that the patient was experiencing dizziness and presyncope.